Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent to the flow line for testing which included downstream occlusion detection and passed all tests. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream (distal) occlusion sensor test in the biomed service department. There was no patient involvement. No additional information is available.